Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image and an error b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was due to failure to follow instructions. Problems traced to the user not following the manufacturer's instructions. Due to a maintenance problem that was identified, a device malfunction or problem that occurs after production because the device was not properly maintained according to the instructions no further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.